Event description:
On (B)(6) 2009, I received a depuy pinnacle total hip replacement on my right hip. During the subsequent 2+ years, on numerous occasions partial dislocation occurred resulting in pain as well as elevated cobalt and chromium levels in my blood. On (B)(6) 2012, I received a revision to my hip replacement consisting of replacing the metal femoral head with a ceramic ball and replacing the metal acetabulum liner with a polyethylene liner. It is too soon to tell if my cobalt/chromium levels have gone down. I am told it takes about three months for the liver to flush it out of the system.